Event description:
Patient presented to the physician with swelling at the neck incision site. Physician manually examined the area and found that the stimulation lead anchor appeared to be loose. Physician prescribed antibiotics. Physician brought the patient into the or 2 days later, opened the neck incision, and confirmed the anchor was still intact but discovered a lot of scar tissue around the neck. Physician removed the scar tissue and closed. Physician prescribed antibiotics after the procedure.